Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The peel-away sheath that came with the set was noted to be cracked. They used a different introducer peel-away and completed the procedure with the remainder of the initial set.